Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was broken at the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. The customer states the reservoir compartment was completely broken off. The customer was advised the pump p would have to be replaced and returned for analysis. The customer declined to return broken pump at this time.